Manufacturer narrative:
The technician found the f5 fuse blown on the power control module. The technician replaced the fuse to repair the bed.

Event description:
Information received indicates the bed has no power.